Manufacturer narrative:
H.6. Investigation: investigation summary: bd had performed a technical evaluation of the customer's sedi-40 instrument. It was determined that the barcode reader was not working properly and subsequently replaced. Upon completion of the instrument evaluation, the service technician had verified that the instrument was operating within normal parameters, as documented in the instrument service report. Investigation conclusion: based on evaluation of the customer's instrument it was determine that the barcode reader was not working properly. Root cause description: the investigation determined that a loose connection may have attributed to the barcode reader malfunction, although the root cause of this could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a barcode reader of bd¿ sedi-40 did not work during use.

Event description:
It was reported that a barcode reader of bd¿ sedi-40 did not work during use.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number.date of event: unknown. The date received by manufacturer has been used for this field.(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a barcode reader of bd¿ sedi-40 did not work during use.